Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. No noise was noted on the e-grams. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The ICD and ra lead were explanted during the patient's heart transplant and returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient contacted her clinic with complaints of chest pain. The patient performed a remote interrogation and went to the emergency room. Boston scientific technical services (ts) reviewed the remote interrogation data and found an ongoing rhythmiq episode along with noise on the right atrial (ra) channel which was not being sensed. Further review found that the ra lead exhibited intermittent high out of range pacing impedance measurement spikes over the last four months. Upon interrogation the field representative found high threshold measurements of 1.8 volts with a programmed output of 2.0 volts. The output was increased to the appropriate safety margin of two times the threshold measurement. The field representative also noted that the patient reported feeling chest pain while being monitored with a rhythm of a sense v pace at 80 beats per minute. The physician believes that the cause of the noise, high out of range impedance measurements and high threshold measurements are due to an ra lead issue. However since the patient is waiting for a transplant, the physician has opted to not perform any revision procedures. The implantable cardioverter defibrillator (ICD) and ra lead remain in service and no further adverse patient effects were reported.